Event description:
A 12 mm screw broke off from the leibinger mandible fracture system. Unable to remove broken screw from patient's mandible. The doctor drilled down broken screw and covered it with a plate. Sales rep aware and witnessed event.